Event description:
A customer contacted beckman coulter inc., (bec) and reported that the manual probe on their coulter lh 500 hematology analyzer was dripping one drop of diluent at the end of each cycle. The dripping was contained within the instrument. The customer stated that an operator was wearing appropriate personal protective equipment (ppe) and gloves. The operator did not touch the liquid. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Cts (customer technical support) advised the customer not to use the manual mode on this instrument. The customer has another instrument in their lab to use for manual samples. A field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and found a vacuum leak in pinch tubing at valve vl49 causing diluent to drip from the probe. The fse replaced the pinch tubing at vl49 to resolve this issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Cause of this event was the pinch tubing at vl49. (B)(4).